Event description:
It was reported, one week post implant, that the right ventricular (rv) lead exhibited a high threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).